Event description:
The patient originally was treated for a midshaft tibia fracture at an unknown date. On (B)(6) 2013 the patient was brought in for a malunion and was plated with a 10 hole plate. Sometime after (B)(6) 2013 the plate broke along a screw hole. The exact date of the breakage is unknown. The broken device was removed by the surgeon on (B)(6) 2014. The patient was revised to a synthes broad plate. Surgery was completed successfully. This is report 1 of 2 for complaint (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product design evaluation results: the design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by manufacturing engineer. The report states that a visual inspection of the 4.5mm narrow lc-dcp® plate 10 holes/178mm received was broken into two halves. There are also scratches on the finish of the part. No other damage or visual anomalies are noted. Since the DHR shows no complaint related anomalies, all measurements for features that are relevant which can be measured to the complaint are conforming, and the visual damage noted above is post-manufacturing. Due to the part being broken into two halves and relevant measurements are unable to be measured this complaint is deemed indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no part was returned. Placeholder.